Event description:
The customer received questionable valproic acid results for an unknown number of patient samples. Of the data provided for 11 patient samples, only the results for the following seven patient samples were discrepant. Patient sample 1 initial result was 5.22 ug/ml and the repeat result on (B)(6) 2013 was 77.86 ug/ml. Patient sample 2 initial result was 62.55 ug/ml and the repeat result on (B)(6) 2013 was 104.23 ug/ml. Patient sample 3 initial result was 48.54 ug/ml and the repeat result on (B)(6) 2013 was 75.36 ug/ml. On (B)(6) 2013, patient sample 4 initial result was 5.03 ug/ml and the repeat result on (B)(6) 2013 was 66.13 ug/ml. On (B)(6) 2013, a fluorescent polarization test was performed and samples were repeated with acceptable results. On (B)(6) 2013, patient sample 5 initial result was 4.35 ug/ml and the repeat result was 61.68 ug/ml. Patient sample 6 initial result was 4.28 ug/ml and the repeat result was 67.14 ug/ml. Patient sample 7 initial result was 4.49 ug/ml and the repeat result was 14.87 ug/ml. Information concerning which result was reported outside the laboratory and if any patients were adversely affected was requested, but was not provided. The valproic acid reagent lot number was 682624. The expiration date was requested, but was not provided.

Manufacturer narrative:
Information concerning the specific part number involved in this event was requested, but not provided. This event occurred in poland.

Manufacturer narrative:
The investigation could not determine a specific root cause. An instrument issue could be excluded as instrument checks and other sample results were acceptable. A reagent issue was not suspected as the provided qc was within range. All results were reported outside the laboratory. No patients were adversely affected.